Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
Correction data: initial reported name: corrected to dr. (B)(6). Device evaluation: the returned sample was inspected at the manufacturing site. The lens was received cut in two (2) pieces, most probably related to the explant process. Visual inspection revealed a few loose particles on the optic, which is compatible with the handling of the lens out of a sterile environment. Returned sample was observed to have the characteristic of acrylic 3-piece intraocular lens (iol). Due to the condition of the returned sample, no further evaluation could be performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.